Event description:
It was reported that, while in use on a patient, the 980 ventilator generated a battery error message. The battery was removed from the ventilator and reinstalled but the alarm generated again. Later the battery was inspected and the alarm condition was reproduced, however, the battery residual amount displayed was sufficient. There was no harm to the patient due to the reported event although the ventilator was continuously used.